Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose. Current blood glucose is 326 mg/dl. Customer expressed symptoms for high blood glucose of tiredness and shortness of breath. Customer stated she contacted her doctor for high blood glucose. Customer stated she does not have a backup plan; customer treated with insulin pump. Customer reported that there was a emergency room visit. Event was dated as (B)(6) 2014 as the customer did not remember the exact date. Blood glucose value at time of emergency room visit was over 600 mg/dl. No significant events leading to the emergency room visit. Customer received intravenous treatment but blood glucose was still high. Customer was wearing the insulin pump at the time of the incident. Nothing further reported.